Event description:
It was reported the patient underwent revision surgery approximately one-year post-implantation due to hip dislocation and instability. A constrained liner was implanted to address the instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 110003634, biolox delta cer lnr 36mm e, lot 3137922. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. The product involved in the reported event was not returned for investigation; however, a picture was provided and shows the head and the liner explanted with blood on. The head exhibits marking which is visually consistent with metal transfer. It is unknown if this occurred from the dislocations or during explant. No further evaluation can be made. A single undated radiograph was received and assessed and not submitted to radiology at this time. Because there is no date, it is unknown when this might have been taken as there is a 1-year timeframe between initial surgery and revision for dislocation. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.